Event description:
In 2009, the lead dislodged and was repositioned. At about 10 days later, the lead dislodged again, and was explanted and replaced. It was reported that the patient had a bad atrium and fixation was a problem with every lead that was tried.

Manufacturer narrative:
Na